Manufacturer narrative:
Mindray service representatives replaced system and disclosure hard drives. Observed system operation, returned to service.

Event description:
Customer reported the panorama central station reboots during normal operation, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.